Event description:
Rn reports "patient arrived at clinic with hole in transfer set. Hole is in the proximal end of transfer set in the segment where the tubing fits over the end that luers to the patient (not the end with the slide clamp). Prophylactic antibiotics given. No signs or symptoms of peritonitis at this time.